Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) will be explanted in the near future due to battery status at elective replacement indicator (eri). There was a concern that the battery had depleted earlier than expected. Subsequently, additional information was received that the replacement procedure of this ICD took place. There were no adverse patient effects reported.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.